Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the report of an ischemic stroke and the subsequent patient outcome could not be conclusively determined. No prior events were reported for this patient throughout approximately 4 months on vad support. Stroke is are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2015, the patient expired due to an ischemic stroke. A cause for the stroke was not specified. An autopsy was not performed and the pump would not be returned for analysis. No further information was provided.